Event description:
Additional information reported the cause of the event was inoperable programmer. The hcp could not update pump after refilling. The programmer screen would not change, allowing pump update. The programmer screen needed recalibrating after which pump update was completed. No patient symptoms. No patient injury. The pump was used to deliver baclofen.

Event description:
It was reported that two days prior to this report date, the health care provider (hcp) had problems with the clinician programmer. The display screen froze while attempting to update a patient pump, post refill. The issue was resolved on the day of this report, after calibrating the screen.

Manufacturer narrative:
Concomitant medical products: product ID: 8840, serial# unknown, product type: programmer, physician. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2000, product type: catheter. Product ID: 8840, serial# unknown, product type: programmer, physician. (B)(4).